Event description:
The customer stated that he tested his blood glucose one evening and received a high reading using his contour meter. He took insulin based on the reading before taking a shower. The customer stated that he began to experience symptoms of hypoglycemia after showering. He was disoriented and then passed out and fell down. Paramedics were called, and they tested the customer's glucose at 21 mg/dl using their meter. The customer's son tested his glucose using his contour meter and received a reading of 78 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the differences clinically significant. The customer was taken to the hospital by paramedics. He did not mention treatment, but most likely he was treated with glucose. The customer's test strips were returned for eval. Replacement test strips were sent to the customer.